Event description:
It was later reported that the pump was empty, as previously reported, and critically alarming every hour. The patient would like the pump explanted. It was noted the pump had been alarming since (B)(6) 2013, and critically alarming for the past 3 to 4 months. The patient wanted the pump removed completely.

Event description:
The patient reported their pump reached its seventh year on (B)(6) 2013, and they noted they could still hear a two tone beep. The patient reported they were titrated quickly but they still had withdrawal symptoms such as feeling hot and cold, flushing, sweating, not being able to sleep, and aggravation of their chronic back pain. The medication used within the system was unknown. The patient stated that the pump was empty, and they knew it was not functioning as the end of service date ¿was here and gone¿. They were looking for a doctor to remove the pump. The patient stated that when they did the trial, their doctor turned the pump up all the way, and they had to turn the pump down due to a risk of neuroma. Ever since then the patient stated they had been in the process of titrating off of the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported telemetry had not confirmed an alarm that was occurring every hour. It was reported in (B)(6) 2013 the patient's pump stopped working because he had it for seven years. He had been hearing the alarm still since then. It was reported that the patient had lost 110 pounds and could feel where the catheter enters his spine. The patient felt it was trying to poke its way out of the skin. It felt good to itch it but when he did it hurt. It was also reported pain was running down his legs and he was in the hospital in (B)(6) as of now. The patient was there for the passing of his father in law. The patient was currently looking in (B)(6) for a health care provider (hcp) to remove the pump. He did locate a hcp but they want the pre and post operation paper work from the patient's previous hcp. It was noted previous medication being delivering via the device system was morphine however timeframes and additional information regarding prior medications was not provided.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).